Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 400 to 466mg/dl and infusion set issues. Customer indicated that they have also had bent cannulas. Customer treated their high with insulin pens. Customer declined high blood glucose troubleshooting and was advised to call back if further assistance is needed. No further troubleshooting was performed